Event description:
It was reported that the pt expired on (B) (6) 2010. The cause of death was not reported. It was unk if the pt's death was device related. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).